Event description:
It was reported that nicu nurse states they are getting a low flow alert. Flow rate was 1.3lpm. They not getting a low flow alert. The marginal flow message was on the screen, but the device was making an audible alert with no alerts or alarms on screen or in event log. Guided caller through turning device off and on and resuming patient therapy.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The device was not returned. The reported issue was inconclusive. The root cause of the reported issue could not be identified. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that nicu nurse states they are getting a low flow alert. Flow rate was 1.3lpm. They not getting a low flow alert. The marginal flow message was on the screen, but the device was making an audible alert with no alerts or alarms on screen or in event log. Guided caller through turning device off and on and resuming patient therapy.